Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a manufacturer representative (rep) regarding patient's complaint. Rep reports patient's battery was re placed because of recharge burden. Patient stated that it took 4-6 hours to recharge. When rep met with patient there were no issues with the battery issue has been resolved as battery was replaced and patient is much happier with her new intellis battery doctor discarded the battery as she was not interested in a report.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient came in very upset today. Patient had met with the manufacturer several times in the past for adjustments and she states that it helps for about two weeks and then she hurts again. She states when she was implanted in 2017 that it worked until she had her knees replaced in 2020. Once she had her knee replacement her back started hurting again and she stated that she has had x-rays and was told that she had arthritis in her back. Patient states she¿s having a difficult time recharging and was re-educated on that. Patient also says that she has to recharge more often than she wants did. Patient also states that it takes 4 to 6 hours to recharge. Upon interrogation all connections look good and there were no high impedance¿s. The patient was reprogrammed again today, and patient does feel the tingling from your stimulator where she hurts but is not getting any relief. Patient states that her pain is different from the pain that she was trialed for. Patient would not give me her weight but says that she weighs about the same as she did when she was first implanted. The issue remains ongoing at this time. Battery replacement was completed today. Battery replacement was advised from the patients pain doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.